Event description:
It was reported that the patient developed endocarditis. The patient received antibiotic therapy and the implantable pulse generator (ipg) and two leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead 2006 (B)(6); (B)(4) implantable pulse generator 2006 (B)(6). (B)(4).